Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, severe erosion to vaginal well, pain during intercourse, and bladder falling causing pelvic pain. No further info has been provided.